Event description:
Mckinley medical has filed this report after becoming aware of a reportable event with an ambulatory infusion system kit. The report was received from a distributor of the product. An end-user customer reported that a component catheter included in the kit (used for administration of a local anesthetic agent) broke upon removal from the surgical site during the procedure.